Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited episodes of noise and oversensing. Planning to replace the rv lead, a revision procedure was performed at which time the ICD header was found loose. Noise and oversensing were observed on the rv channel when the device header was manipulated. The ICD was subsequently explanted and replaced. While connecting the lead to the new device an insulation defect was observed. A new rv lead was then implanted and the chronic lead surgically abandoned. No adverse patient effects were reported.